Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphic user interface cpu pcb. Covidien was not authorized to repair the device. The covidien customer support engineer (cse) inspected the device an upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).